Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the upper right anchor of the silent nite broke. The patient received the appliance on (B)(6)2023 and reported on (B)(6)2025 that the upper anchor broke and that cracks were noticed on the arch. The patient discontinued using the appliance. It was reported that the device was not cleaned prior delivering to patient and that the patient maintained the device with water and occasional toothpaste. Patient dob (B)(6)1984 (no day provided).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - cracks were observed on the trays. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had a slight yellow discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off of the device which caused a side of the connector to be detached. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Additional information: d9. The manufacturer internal reference number is: (B)(4).